Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The mother reported via phone call that the customer received a motor error alarm during a prime. Customer's blood glucose was 175 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooting found several other motor error alarms in the alarm history. The mother also reported the drive support cap was normal. It was also found the motor error alarm occurred when the customer was rewinding the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.